Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-07024.

Event description:
Customer was reporting the insulin pump was alarming sensor error. Customer then stated her blood glucose was 40 mg/dl, which she treated with juice. Troubleshooting was performed for the alarm. It was determined the sensor was bent. Troubleshooting on the transmitter was performed and determined it was functioning correctly. No further information reported.